Manufacturer narrative:
(B)(4). Batch # r92y57. Investigation summary: the device was received with the nose cone slightly separated. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an ob-gyn procedure, there was smoke in the pelvis when using the hd1000 sheers hand piece. Unknown at what time during the case the smoke was noticed. The end of the device was melted smoking and fraying off. Unknown if any fragments were generated. Case completed with a "regular harmonic" for the rest of the case. There were no patient consequences reported.